Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested. Initial reporter: zip code is not indicated at this time. (B)(4).

Event description:
A patient's husband reported that his wife is not seeing well following an intraocular lens (iol) implant procedure. A laser correction procedure was performed, however the vision is still not good. The lens remains implanted. There are two medical device reports associated with this consumer. This report is for one eye of two eyes.